Manufacturer narrative:
Sample analysis: the device has been received and is pending evaluation completion. The root cause of this complaint cannot be determined at this time. Evaluation findings will be submitted in a follow-up report. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that during coil deployment, the coil prematurely detached in the artery. The coil was removed successfully using an intra-vascular snare. However, the treatment time was extended. No injury was reported with the patient as a result of the procedure.